Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -8.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022; as a replacement lens to a previous low vaulting issue. It was indicated that the problem is not resolved and the vault is still low. Another exchange might occur. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. See MFR# 2023826-2022-00983 for initial implant.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).